Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there was no patient involvement with the device. Section d6b - explant date: not applicable, as there was no patient involvement with the device. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) and the cartridge were found to be crooked. There was no patient involvement with the device. The issue was identified prior to implantation. Through follow-up, we learned that the procedure was completed with the back-up lens. Issue was observed during product handling. No further information was provided.

Manufacturer narrative:
Additional information: section h3, device evaluated by manufacturer? Yes. Device evaluation: a picture provided by the customer was evaluated. No suspect product was received. The photograph showed the complaint product, and the cartridge was observed to be crooked. Due to photograph quality and no product received, no further issues were observed. Therefore, no further evaluation was performed. The complaint issue "cartridge damage" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "lens damaged" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.